Event description:
Incident reported as: during a laparoscopic donor kidney nephrectomy, patient had bleeding and when surgeon opened patient's abdomen up, it was discovered the hemoclip appeared to have slipped off. Reporter is unsure which of two different sizes came off. No patient consequences reported. No further information available.

Manufacturer narrative:
Sample requested, but not received at time of this report. Investigation report not available at time of this report.